Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) loaded according to IFU during opcab, but during the separation process, the seal was caught in the middle of the delivery device and was not loaded normally. The operation was successfully completed by exchanging the product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 07/22/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood were observed. The aortic cutter, loading device, and delivery device are visible. The delivery device was outside the loading device with the white plunger depressed. The blue slide lock was not visible in the photograph. The seal was observed to be deployed with the tension spring assembly remaining inside the delivery device. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The aortic cutter, loading device, and delivery device were returned. The delivery device was returned outside the loading device with the blue safety lock off, allowing the white plunger to be depressed. The seal was observed to be deployed with the tension spring assembly deployed normally and remaining inside the delivery device. No blood was observed inside the delivery device, indicating there was no attempt to introduce the seal into the aorta. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. No cracks or delamination were observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.213 inches (B)(6). The length of the delivery tube was measured at 2.52 inches (B)(6). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed; however the analyzed failure "premature deployment" was confirmed. The lot # 25161785 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.